Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoeye deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿glue of the objective lens was peeled off¿, was confirmed, and the device did not meet the standard specifications. A root cause could not be identified; however, a probable cause was determined to be due to handling or external factors. The instruction manual identifies the following which could have detected the phenomenon: the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3. 3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.